Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and electric shock due to atrial fibrillation with rapid ventricular response (rvr) that was under sensed. On a previous episode this patient had also received inappropriate therapy in the past. Various reprogramming options were suggested and discussed with the physician. The ICD remains in service at this time. No additional adverse patient effects were reported.